Manufacturer narrative:
The insulin pump had a high idle current due to a faulty component on the mother board. The insulin pump passed the self test, reset error test, rewind, basic occlusion test and displacement test. No blank display, frozen display, or constant tone was noted. However, the insulin pump was unable to prime due to a faulty force sensor resistor. The insulin pump was received with a cracked belt clip slot and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump had a blank display on the morning of (B)(6) and that it had alarmed with a constant tone on (B)(6). The blood glucose reading at the time of the blank display was 180 mg/dl. The insulin pump had not been dropped, bumped or exposed to moisture. The battery cap contacts were not missing or damaged and the battery compartment and springs were not damaged or corroded. The battery cap contact was cleaned and a new battery inserted, but the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.